Manufacturer narrative:
The pump was received with blank display due to corroded battery tube. The pump was received with cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump is dead and the screen is blank. The customer's blood glucose level at the time of incident was 182mg/dl. The customer states they tried to replace the batteries, but the issue remained. Troubleshoot was conducted, and the customer was advised the pump would have to be replaced and returned for analysis. The pump was received with blank display due to corroded battery tube. The pump was received with cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.